Event description:
It was reported that erosion was observed near the suture sleeve area of the subcutaneous implantable cardioverter defibrillator (S-ICD) system. A decubitus ulcer had formed. The area was and partially revised; however, the physician ultimately elected to remove the entire S-ICD system within the next week. The patient had known folliculitis along with dermatitis and delicate skin. It was planned to re-implant the patient after treatment for the folliculitis and resolution of the symptoms, and they were to have a LifeVest in the interim. The patient remained hospitalized pending system removal. Additional information received indicated that the system was explanted on (b)(6) 2026. The patient was reported to be stable following the procedure.